Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the patient experienced an "unpleasant sensation in the pocket"; the event resulted in a hospitalization and in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. It was also noted that the etiology was updated to related to the device/therapy and possibly related to the implant procedure. No further complications were reported/anticipated.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) migrated. The signs/symptoms of the event included the patient experiencing annoyance of the superficial ins movement. The diagnostic methods included the patient reporting the event on (B)(6) 2015. An examination was also performed on this date and resulted in the identification of the event. The etiology was noted as not related to the device/therapy, but possibly related to the implant procedure. The actions/interventions taken to resolve the event included repositioning the implantable neurostimulator (ins) on (B)(6) 2016 where the device was "fixed better" and positioned deeper beneath the patient's skin; the event was considered resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.